Event description:
A trilogy 100 ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, error codes for li ion battery failure were observed. The device's internal battery was replaced to address the issue. The device passed all testing after internal battery replacement.